Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s left ankle was swollen like a ham and their muscle on the left buttocks was sore since they had a stimulation adjustment on (B)(6) 2019. The patient reported they could feel electricity in their tongue, ear, and head on the left side also since the adjustment. The patient¿s settings were on program 2 at 2.4. The patient decreased stimulation down to 2.2 and stated they were feeling some relief from the muscle soreness and electricity in their tongue. The patient noted their next appointment was on (B)(6) 2019 and they were advised to follow up then. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had issues with the device starting after their surgery on (B)(6) 2019. They thought that something happened in surgery where ¿they did something to the connection¿ because after that, their device did not help with symptom control at all. It was also noted that they had nerve pain, swollen feet, and abdominal pain after this. Due to these issues, their healthcare provider at the time decided to remove the entire device and let the patient¿s body heal before implanting another one. Prior to removal, their healthcare provider started a shot that helped improve the patient¿s symptoms by 65%. It was noted that they did not currently have an ins in their body but were ready to get another device before 2019 ends. The patient was sent a list of local healthcare providers who could assist them. No further patient complications are anticipated or expected as a result of this event.